Event description:
It was reported there was a telemetry confirmed critical alarm for low battery. A reset occurred as well as a safe state. The health care provider (hcp) read the pump on the day of this report and it said a safe state started on (B)(6) 2013, and the pump went to a minimum rate mode. The pump also had multiple recovered motor stalls related to a magnet that was stopping the pump each time she left and came inside her nursing home. The pump was reprogrammed and when he went to refill the pump, he aspirated 11.4ml but expected 5.7ml. The logs also showed a low battery message and a tube set. The pump was replaced. The pump was used to deliver baclofen.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient knew something was wrong as she had withdrawal symptoms. The patient was said to have been on a minimum rate and received oral therapy. The type of baclofen was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the cause of the event was the elective replacement indicator indicated it was time to replace the pump. It was normal battery depletion and routine replacement of the pump. The patient outcome was no injury. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient's implanted intrathecal baclofen pump began stalling intermittently in july, causing some increased spasticity. (Patient with history of left hemispacticity.) Pump held baclofen 500mcg/ml. There were 18.7 mcg/ml left in the pump at time of explant. Original pump was explanted and new pump placed. The baclofen pump was originally implanted on (B)(6) 2010. It was indicated it was device malfunction, the device did not do what it was supposed to do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.